Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 2017865-2020-01742. Related manufacturer report number: 2017865-2020-01743. It was reported that the patient experienced syncope and presented in clinic. Upon interrogation, the right atrial (ra) and right ventricular (rv) leads exhibited noise; additionally, high capture threshold was noted on the rv lead. The ra lead was capped and replaced on (B)(6) 2020 and the rv lead would be monitored. During the procedure, it was noted that the ra lead set screw was stuck and appeared to be cross-threaded; the device was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The device was received from the field with battery voltage above elective replacement level and visual inspection of the header and connector did not find any anomaly. Additionally, electrical and mechanical analysis performed confirmed normal functionality. Longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity.